Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were described as difficult and severely calcified. It was reported that during insertion of the endurant iliac stent graft 161093 the delivery system kinked due to the severely calcified vessels. The physician decided to remove the delivery system from the patient. Pta balloons were used to dilate the vessels after which another endurant iliac stent graft 161082 delivery system was inserted and successfully deployed without complication. It was also noted that there was an unknown type of endoleak at the end of the case. It was reported that one week post implant the patient came in with lower abdominal pain due to urinary retention. A cta was done at that time and the stent grafts look good and no endoleak was present. No clinical sequelae were reported and is fine. The device was returned within the original packaging. The device was returned bloodied with the stent graft loaded within the delivery system. Upon inspection of the delivery system, the delivery system had a large curvature deformation of the graft cover. There were multiple small kinks in the graft cover, starting at the edge of the graft cover and ending 249 mm back. There were multiple kinks in the graft cover. The cause of the kinks could not be conclusively determined, however most likely were caused by severely calcified and tortuous access vessels.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (kink); patient's condition affected effectiveness of device (severely calcified vessels). Conclusion: inherent risk of a procedure (kink); device failure/lack of effectiveness related to patient condition (severely calcified vessels).